Event description:
Customer reportedly received results of 509 mg/dl and 149 mg/dl within 10 mins on the advantage system. No high or low blood glucose symptoms reported with these results. No actions taken based on device results. No qcs were used. No adverse event reported. Requested return of suspect device and replacement was sent.